Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction for unit failed was duplicated and attributed to a faulty transistor on the main board. The reported malfunction for unable to switch modes was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the error log did not find evidence to support the reported event. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.